Event description:
It was reported that customer experienced continuous glucose monitor error and sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, error did not reappear, and customer successfully started new sensor session, with no additional issues reported.